Manufacturer narrative:
Device expected to be returned but has not been received yet. No device deficiency was reported and it cannot be determined if there is any involvement of the deflectable sheath introducer and the air entry. Air embolism is a known potential adverse event for catheter ablation procedures disclosed in product labeling. If the device is returned and the evaluation reveals relevant information to this event, a supplemental MDR will be submitted.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation in a patient with sleep apnea, the physician noted the presence of air inside the right atrium on the fluoroscopic image before the ablation catheter was introduced. The deflectable sheath introducer for the ablation procedure had been introduced following a swartz sl0 sheath after the transseptal puncture was made. The presence of the air was confirmed after the guidewire and dilator had been removed from the deflectable sheath introducer. The sl0 sheath was moved into the right atrium and the air was removed. However, air entered the heart again upon the patient's deep breathing. The air was removed again and the deflectable introducer sheath was replaced and the pvi procedure completed. There was no patient adverse event. It is not known if the air entry occurred through the deflectable sheath introducer or the sl0 sheath. While no injury occurred and no device deficiency was reported, the removal of the air by the treating physician may have prevented an injury from occurring and thus this MDR will reported as a serious injury.